Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. No images or videos associated with this reported event were included in the article. Citation: zaurito, p., calado, a., quarta, l., et al. (2025). Incidence and predictors of acute kidney injury and acute kidney disease after robot-assisted radical prostatectomy in prostate cancer patients. Eur urol oncol. Https: //doi.org/10.1016/j.euo.2025.06.011. Section a2: patient information age: reflects the study mean age of the patients in the robotic group. Section a3a: patient gender represents the majority of the patients in the robotic group. Section b7: the patient's medical history is updated per the majority of the patient's characteristics in the robotic group cohort. Section d: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. Section e - the event site is recorded based on the location of the first author's associated hospital. While the exact site is unknown, this designation is considered an appropriate substitution. Section e: since this article was identified during a literature review by isi, rather than reported by the site, the corresponding author is designated as the initial reporter of the event.

Event description:
A review of a published article evaluating the incidence and predictors of postoperative renal complications following robot-assisted radical prostatectomy (rarp) was performed. The study analyzed 3,551 patients who underwent rarp with or without extended pelvic lymph node dissection at a single high-volume center between 2009 and 2024. Postoperative renal events were reported in 281 patients, including acute kidney injury (aki) in 131 patients (3.7%) within 7 days postoperatively, acute kidney disease (akd) in 134 patients (18.5%) between 8 and 90 days after surgery, and progression to chronic kidney disease (ckd stage 3) in 16 patients (2.2%) following surgery. These events were described as clinical outcomes associated with the surgical procedure and patient factors. The corresponding author was contacted and the following information was reported: "the risk of renal injury is in no way related to a malfunction of the da vinci system. The risk of renal injury is associated with preoperative patient conditions (bmi, age, preoperative renal function) and hemodynamic factors, including renal arterial pressure, history of renal artery stenosis, and the use of pneumoperitoneum (common to all laparoscopic procedures)." It was confirmed by the author that no da vinci malfunctions occurred in the procedures mentioned in the article. Additionally, the author indicated that the reported complications mentioned in the article were not caused or contributed to by any of the intuitive surgical, inc. (Isi) devices.